Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the proximal (a1) segment of the anterior cerebral artery using penumbra smart coils (smart coils). During the procedure, the physician advanced a smart coil into the target vessel using a non-penumbra microcatheter but did not like the coil position; therefore, it was removed. While attempting to re-sheath the smart coil, the physician experienced resistance and was unable to re-sheath it. The procedure was completed using another coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was undamaged and intact on the distal detachment tip. Bends were present along the length of the pusher assembly. The smart coil was returned with its pusher assembly mid-joint positioned proximal to the introducer sheath friction lock. The smart coil was attempted to advance through the introducer sheath and resistance was encountered likely due to the mid-joint. Coil could not be advanced through the sheath. During a subsequent attempt to advance the device through its introducer sheath, the smart coil introducer sheath was properly reseated on the device mid-joint. The device was then able to be advanced through its introducer sheath and demonstration microcatheter and re-sheathed without issue. Conclusions: evaluation of the returned smart coil revealed the device was sheathed upon receiving. During functional testing the smart coil was able to be advanced and retracted through its introducer sheath multiple times without issue. The reported inability to re-sheath the smart coil was unable to be confirmed. Further evaluation revealed minor bends along the length of the device. These damages were incidental to the reported complaint and likely occurred during packaging for return to penumbra. Further evaluation also revealed the mid-joint was retracted into the friction lock. This likely contributed to resistance during the initial functional test. This was also incidental to the reported inability to re-sheath the coil and occurred post-procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.